Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during creation of the second flap with the system; surgeon observed an air bubble near the inferior margin and a small perforation in the unknown eye of a patient and the flap did not interfere with flap completion. Under the examiner laser the flap was lifted easily and treatment proceeded without complication during refractive surgery. The surgery was completed on same day.